Event description:
During shoulder scope, surgeon felt that metal was being left from instrument. Irrigation was used to clear out metal and none was retained. No injury to the patient or adverse event was reported.

Manufacturer narrative:
The used device was returned and, upon receipt, it was visually inspected and found to have signs of abrasion on the outer shaft. Inspection of the inner shaft revealed galling marks on the inner shaft and metal filings inside hub of the inner shaft. It was concluded that the cause for shaving generation was the excessive exertion of lateral forces ("side-loading") on arthroscopic shaver instruments during clinical use. The instructions for use state: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The lot control sheet documenting the processing of this device was reviewed and no anomalies found, indicating the device passed all inspections and tests, meeting acceptance criteria prior to distribution.